Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on shock and pace sense channel. There was pacing inhibition with approximately one second of asystole. Twave oversensing was also obsevered along with pacemaker mediated tachycardia (pmt). A revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new crt-d and rv lead were successfully placed. No additional adverse patient effects were reported.